Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. It was noted that calibration was attempted several times, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: stylus/display were confirmed to be out of calibration. The display overlay and printed circuit board (pcb) were replaced. A keyboard hinge was missing, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
On 11-07-2018: the programmer was returned for service.